Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("tubal perforation was present on left by distal part of the essure insert") and device dislocation ("on right side, the insert was in extra-tubal position, in sub-peritoneal region") in a 48-year-old female patient who had essure inserted. On (B)(6)2010, the patient had essure inserted. On (B)(6)2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2019: this case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("tubal perforation was present on left by distal part of the essure insert") and device dislocation ("on right side, the insert was in extra-tubal position, in sub-peritoneal region") in a (B)(6) year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 6 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.